Event description:
It was reported that the customer received a motor error, and e-70 alarm from his insulin pump. The customer stated that they did have an MRI prior to the alarms. The customer was able to complete the rewind sequence. The customer's blood glucose level was unknown. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump failed displacement test with 94.4 units left on status screen and motor error alarm noted during rewind due to motor encoder out of phase. Unable to confirm alarm due to motor error alarm. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip, and cracked battery tube threads.